Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection showed a dent near the air detector and contamination was found at the downstream occlusion (dso) sensor area. Patient data lost alarms were found in the event history log. The main board was replaced, along with the dso sensor and air detector. Service history review identified this device has not been in for service in the previous 12 months.

Event description:
It was stated that the device had random noise. Device evaluation revealed contamination in the downstream occlusion sensor area and a dented air detector. There was unknown patient involvement. No patient harm/adverse event was reported.